Event description:
It was reported that a patient who was originally implanted with a titanium wrist fusion plate and eight screws on an unknown date in 2009, by an unknown surgeon, saw another surgeon an unknown date, complaining of pain. An examination revealed two broken screws. The patient underwent device removal for distal radius fusion on (B)(6) 2013. The surgeon removed one plate, two broken screws and six intact screws. The fracture was healed and the dbx bone void filler was applied. No additional hardware was implanted. The procedure was successful and the patient was reportedly recovering well. This report is for an unknown cortex screw. This is report 2 of 9 for complaint (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on an unknown date in 2009. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. H3 other text : placeholder.